Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by a doctor that the customer received emergency medical assistance due to high blood glucose and diabetic ketoacidosis with unknown blood glucose levels at the time of the incident. The caller did not mention how they treated the customer. The customer experienced symptoms such as being unresponsive. The customer was most likely wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed. The caller mentioned a stroke causing the unresponsiveness and that the pump battery was depleted. No further information was provided. The insulin pump will not be returned for analysis.